Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that while attempting to treat a patient (age and gender unknown), the electrode pads would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation results: the electrode pads were returned to zoll medical corporation. The customer's report was observed during initial testing. The pads were returned within the pouch and without the styrene booklet. The apex pad was observed to have bunched gel that exposed the tin beneath, and the sternum pad appeared to have no gel covering the tin at all. Both pads had damaged and ripped foam surrounding the tin. The styrene booklet was not returned to zoll. Without the styrene booklet, we were unable to confirm if the pads were torn from the styrene or if the damage was sustained during resuscitation. Communication with the customer stated the pads had no adverse effect on the patient and that no shocks were delivered. Analysis for reports of this type has not identified an increase in trend.